Manufacturer narrative:
Information has been corrected which was not correct in the initial report. The information has been provided with this report.

Event description:
The auto mode feature was not active at the time of incident.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2020. Blood glucose reading was 440 mg/dl. The customer alleged that insulin pump was under delivering insulin. The customer stated that insulin pump had insulin flow block alarm. The customer was treated with manual injection at the hospital. Auto mode feature was active at the time of incident. The insulin pump will be and reservoir will not be returned for analysis.